Event description:
It was reported the patient was experiencing weakness and stated muscles feel weak after long exertion. Follow up with the physician's office disclosed the device was reprogrammed. The rate response was turned off and the atrioventricular delays were changed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.